Event description:
A surgeon reported a pt experiencing negative dysphotopsias following intraocular lens (iol) implant surgery. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. The root cause could not be determined, not enough info was provided from the reporter to properly complete an investigation. (B)(4).